Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented with dyspnea. It was further reported there was no capture and no sensing on the right atrial (ra) lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event.